Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leakage".

Event description:
Patient and patient representative reported "left side pain" and "leakage that showed up on imaging." Device remains implanted.